Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-oct-2019 with the following findings: during investigation, the complaint regarding bg management was reported on 9/20/2018 , according to the pump history the pump was in use until (B)(6) 2019. Due to continued use the black box and pump delivery history is no longer available for time of compliant. Pump passed all required testing for delivery accuracy . The total daily dose (tdd) basal history for 2019 confirms the pump is delivering the programmed basal rate. Tdd adds up correctly with basal program animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On(B)(6) 2019, the reporter contacted animas alleging that there was a history/settings issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.